Event description:
Locking ring was hard to fit and could not get snap fitting. The surgeon tried to pull the bipolar, but the inner head was separated. After that, the locking ring would not fit by hand. At last, 45mm bipolar was used instead. There was no adverse consequence for the patient.